Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was 1 other complaint for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient¿s quality of vision was decreased. The patient experienced glare, halos at night and was unhappy. The iol was exchanged with an another model iol, 4207 days following the initial implant procedure. Distance vision was blurry however it was improved. No further information is expected.